Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, regarding the foreign material in the auxiliary water channel, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.